Event description:
A report was received that the patient was experiencing swelling and pain at the battery site. The patient underwent a revision procedure wherein the ipg was moved from upper left buttock to left flank. The patient was doing well postoperatively.